Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a small part of the insulin pump broke off from the reservoir. Customer's blood glucose level was 190 mg/dl. Customer stated that it was broken from the reservoir housing. Customer stated that she heard something fall and she checked and found the pump was broken. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan as per health care providers instructions. No additional information provided.